Manufacturer narrative:
D4/h4: no results found when device serial number was searched. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective upstream occlusion (uso) sensor was found. The uso sensor was replaced to fix the issue.

Event description:
The device was returned because it was not recognizing the cassette, message that cassette was not properly placed when entered. The results of the investigation found that the device's upstream occlusion (uso) sensor was defective. There was no patient involvement.